Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 26-JUN-2023 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE STATION HAD A SMOKE AND A CHEMICAL SMELL COMING FROM THE AUXILIARY. A FIELD SERVICE ENGINEER FOUND THAT THE SOLENOID WAS YELLOW AND REPLACED IT AND ALSO REPLACED THE RETRACTED BAND AND THE T-CARD, ALONG WITH THE DRAWER CONTROLLER BOARD AND THE DRAWER PASSED. THE CUSTOMER THEN INVENTORIED THE DRAWER AND VERIFIED THAT IT OPENED AND CLOSED PROPERLY TO RESOLVE THE ISSUE. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES AUXILIARY, STATION HAD A SMOKE AND A CHEMICAL SMELL COMING FROM THE AUXILIARY. THE CUSTOMER STATED THAT THIS MALFUNCTION CAUSED A DELAY IN DISPENSING MEDICATION TO PATIENTS AND REPORTED THAT SMOKE AND CHEMICAL SMELL WAS COMING OUT FROM THE DRAWER. THEREFORE, THIS CASE HAS BEEN DEEMED REPORTABLE AS A THERMAL EVENT. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, station had a smoke and a chemical smell coming from the auxiliary.The customer stated that this malfunction caused a delay in dispensing medication to patients and reported that smoke and chemical smell was coming out from the drawer. Therefore, this case has been deemed reportable as a thermal event. As per part investigation, it was that determined that a faulty diode D201 "PCBA PMC v1.06/v0.09BL HH" (PN 151630-01) which compromised the drawer's communication. A faulty diode D501/MOSFET Q501 of the "PCBA DWR CNTLR v1.10/v1" (PN 151622-01) due to an electrical failure, which compromised the drawer's communication and proper functionality. A thermal damaged "ASSY RETRACTOR DWR HH CUBIE" (PN 353844-01) due to an electrical overcurrent which compromised the drawer's operation. An overheated "SOLENOID 12VDC LATCH" due to constant electric pulses which compromised the drawer's open/closed operation leading to thermal damage. A broken "PCBA POS SNSR HH SL CUBIE" which led to errors in the position information provided by the system.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.PART ANALYSIS:The report condition of "RT8EA - smoke and chemical smell from AUX" was confirmed during Field Service Engineer (FSE) testing and subsequently confirmed in the DCHU inspection and testing process.According to Work Order #(b)(4), the FSE saw that the solenoid was yellow and replaced it. The FSE also replaced the retractor band, the pyxibus module controller half height card and the drawer controller board. The FSE ran a hardware test application (HTA) test, and it passed. The report was closed.During DCHU Visual Inspection:PN 151630-01 - SN (b)(6): The "PCBA PMC v1.06/v0.09BL HH" was received in good condition with no signs of fluid ingress, physical damage or missing components.PN 151622-01 - SN (b)(6): The "PCBA DWR CNTLR v1.10/v1" was received in good condition with no signs of fluid ingress, physical damage or missing components.PN 353578-01: The "SOLENOID 12VDC LATCH" was received with signs of discoloration caused by excessive heat to the coil cover caused by a thermal event.PN 353844-01: The "ASSY RETRACTOR DWR HH CUBIE" had a burnt copper strand along the cable.PN 151612-11: The "PCBA POS SNSR HH SL CUBIE" had a broken component H1. During DCHU Testing:PN 151630-01 - SN (b)(6): Was evaluated on an ESD protected surface with a calibrated DMM and failed during diode D201 diode testing.PN 151622-01 - SN (b)(6): Was evaluated on an ESD protected surface with a calibrated DMM and failed during diode D501/MOSFET Q501 resistance testing.PN 353578-01: No DCHU testing was required due to visible thermal damage.PN 353844-01: No DCHU testing was required due to the sign of thermal damage.PN 151612-11: No DCHU testing was required due to the broken component.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the reported issue was identified as:A faulty diode D201 "PCBA PMC v1.06/v0.09BL HH" (PN 151630-01) which compromised the drawer's communication.A faulty diode D501/MOSFET Q501 of the "PCBA DWR CNTLR v1.10/v1" (PN 151622-01) due to an electrical failure, which compromised the drawer's communication and proper functionality.A thermal damaged "ASSY RETRACTOR DWR HH CUBIE" (PN 353844-01) due to an electrical overcurrent which compromised the drawer's operation.An overheated "SOLENOID 12VDC LATCH" due to constant electric pulses which compromised the drawer's open/closed operation leading to thermal damage.A broken "PCBA POS SNSR HH SL CUBIE" which led to errors in the position information provided by the system.